Manufacturer narrative:
The device was evaluated, and the reported issue of the b30 scope communication error message was a sporadic failure. The failure could not be confirmed, but the occurrence was likely. Additional issues were identified during the device evaluation: channel leaks, image flickering when angulating due to a damaged charge-coupled device, and the control body having scratches and dents. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope displayed a b30 (scope communication error) message. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the channel leaked while the user was handling the device and damaged the charge-coupled device (ccd) unit, which resulted in the error message (b30) temporarily. The event can be detected and prevented by following the instructions for use (IFU) which state: "·inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.